Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Field service representative stated map(mean airway pressure) was fluctuating & unstable and alarming when not supposed to. Field service representative replaced max paw thumb wheel switch. Map(mean airway pressure) & high map(mean airway pressure) alarm now working as it should. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator has high map (mean airway pressure) alarm will alarm at 10cm below set map. The reporter confirmed that there is no patient involvement associated on this event.